Event description:
Initial reporter indicated that the patient was hospitalized for seizures. It is unknown if the seizure event was above or below pre vns baseline seizure levels. Thus far after good faith attempts, no further information has been received from the reporting site.